Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide updates to the initial fields (d9 and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance with the regulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures" in addition, the following non-reportable malfunctions were found during the device evaluation: bending section cover glue separated, light guide lens damaged, and bending section cover glue discolored. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the device was rinsed prior to manual disinfection. The disinfectant used was aniosyme 5. All channels were flushed and immersed in the disinfectant. The concentration and expiration date of the disinfectant was controlled. The automated endoscope reprocessor (aer) used was lde 26050, 26049,24339,24338 with no defects and with anios detergent and anioxyde ppa, cln disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The water quality was filtered and the filter was replaced periodically in accordance with the instructions for use. The device was dried by clean paper and stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive for 25 colony forming units (cfus)/ 100 ml of enterobacter cloacae and candida species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.